Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion skipped a step during set and proceeded directly to "pump running". The patient assumed that the medication was being administered but realized four hours later that it wasn't. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's stated problem was verified. The device displayed error code 80, this error code is in reference to the motor, indicating that the motor is not functioning properly. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.